Event description:
It was reported that the patient experienced a 'static electricity type' shocking sensation when using the programmer component of the implantable neurostimulator (ins) which gave them headaches. It was also reported that the patient had pain at the pocket site but has told their physician. Since a motor vehicle accident 3 years ago, 'things had steadily been going wrong' (see manufacturer's report # 3004209178201106768 for previously reported shocking issue related to a car accident). The patient also had post-concussion syndrome from the car accident note as brain stem damage that hasn't healed. The patient also had migraines that 'go all the way down to their foot/leg.' Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).